Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the several stations were frozen and unable to be used. A technical support specialist (tss) reviewed the ongoing station issues, confirmed database and synchronization problems related to prior server storage limitations, verified that all three station databases showed no freezing, performed maintenance and rebuild actions, coordinated server-side reindexing, initiated full synchronization. Tss re-indexed the affected stations by following the knowledge article "controlling the purge in es 1.5.x - 1.11.x - purge recovery - purge queue growing faster than deletion or purge failure for extended period of time". Tss did a shrink of all the stations and it comes under 9 giga bytes (gb). Tss rechecked all three stations and all stations currently functioning normally with no freezing observed. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, several stations froze and were unable to be used. Nursing staff were able to view the patient list; however, patient profiles intermittently opened and most often timed out. When a patient profile did open and an rn attempted to remove a medication, the drawer opening process timed out. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.